Event description:
Customer reported getting erratic readings from their freestyle meter. The customer performed comparison test with the freestyle meter and results were 401mg/dl and 259mg/dl. Precision testing was peformed at the time of the initial call and results were 208 mg/dl and 169mg/dl.